Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the white power cable was not confirmed. The reported event of atypical low voltage advisory and power cable disconnect alarms was confirmed via analysis of the submitted log file. The log file contained approximately 13 days of data (25may2022 ¿ 07jun2022 per the timestamp). Intermittent power cable disconnect alarms that were not associated with power source exchanges and low voltage advisory alarms that were not associated with regular battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage dropping and fluctuating below the low voltage thresholds while connected to 14v batteries; the atypical power cable disconnect alarms were observed on both power cables and the atypical low voltage advisory alarms were observed only on the white power cable. The atypical alarms resolved when the voltage returned to the appropriate range each time. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii instructions for use (IFU) (rev. C) ¿system operations¿ and heartmate ii patient handbook (rev. C) "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) ¿patient care and management¿ and heartmate ii patient handbook (rev. C) "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ of the IFU and of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 07aug2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation concerning low voltage alarms on charged batteries. The patient felt that the battery clip was getting loose. At a clinic visit on (B)(6) 2022, the patient's white controller cable was noted to be leaking green corrosion resulting in a controller exchange. No equipment would be returned and no further action was planned for the patient. Log file review captured many atypical white power cable disconnect events beginning (B)(6) 2022. Motor function was not affected by these events.